Manufacturer narrative:
The staff needed to infuse 500 cc of normal saline with a blood pump speed of 100 ml/min to clear the extracorporeal system sufficient enough to continue the 2 hours of dialysis prescribed. There was no reported blood loss. No pt injury nor further medical intervention was reported/required. An investigation remains ongoing.